Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim suture capturing device was used during a cystocele repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier would not fully retract and would not release after firing through the patient¿s tissue. The procedure was completed with another capio¿ slim suture capturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.